Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within 1 day of implant, the right ventricular (rv) lead had perforated through the heart muscle and the patient developed a pericardial effusion. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.